Event description:
Related manufacturer report number: 2017865-2022-11715. It was reported that the patient was scheduled for a routine generator change. It was noted during the procedure that the physician was unable to disconnect the atrial lead from the pacemaker header. After multiple attempts he decided to cut the lead. The products were removed. Then patient was stable.

Manufacturer narrative:
The reported event was ¿physician wasn¿t able to disconnect the atrial lead from the device¿. As received, a partial lead (only connector portion) was returned in one piece for analysis. Visual inspection of the partial lead did not find any anomalies except for damages consistent with procedural damage. Unable to performed lead insertion/ removal test with the device due to the condition of the lead as received.